Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the unit would not toggle back and forth. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.